Event description:
Intraarterial catheter was tied in a knot in pt's artery. Attempts were made unsuccessfully to untie the knot while catheter was still inside pt. When these attempts failed, pt was sent to surgery for arteriotomy and catheter was removed.